Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 3. Reference MFR reports: 1627487-2016-02084 & 1627487-2016-02697. Analysis of the returned devices found a failure with one of the patient's scs extensions, which was related to the reported event. The scs extensions have been added to this report as devices 2 and 3.